Event description:
It was reported that during implant, noise was detected on the atrial lead. The lead was attempted, but not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was torn, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.